Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis resulted in unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), polymenorrhoea ("hormonal changes:frequent menstruation") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "do not underwent essure confirmation test". The patient's concurrent conditions included diverticulitis, excessive menstruation and hypothyroidism since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 7 days after insertion of essure, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy and bilateral oophorectomy) and surgery (endometrial ablation was done on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the polymenorrhoea, autoimmune disorder, mental disorder, rash, skin disorder, migraine, nausea, tooth disorder, dysmenorrhoea and fatigue outcome was unknown and the headache and alopecia was resolving. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, fatigue, headache, mental disorder, migraine, nausea, pelvic pain, polymenorrhoea, rash, skin disorder and tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number provided. Events device removal and device complication were deleted and new events were added: hormonal changes: frequent menstruation, psychological or psychiatric problems, autoimmune disorder, rashes or skin conditions, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), pain, fatigue and hair loss, do not underwent essure confirmation test and complications explained/bleeding. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain in pelvis"), polymenorrhoea ("hormonal changes:frequent menstruation") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "do not underwent essure confirmation test". The patient's past medical history included fatigue, migraine, headache, nausea, dizziness, depression, anxiety, muscle pain, joint pain, oligomenorrhea, biopsy endometrium and colposcopy. Previously administered products included for an unreported indication: diazapam. Concurrent conditions included diverticulitis, excessive menstruation, hypothyroidism since (B)(6) 2013, vaginal bleeding, menses irregular, postmenopausal bleeding, menstrual disorder, genital bleeding, pap smear abnormal, human papilloma virus infection, intramural leiomyoma of uterus, cervicitis and follicular cyst of ovary. Concomitant products included amfetamine sulfate (amphetamine salts), butalbital, cyanocobalamin, duloxetine hydrochloride (cymbalta), estradiol, fluticasone propionate (flonase), obetrol (adderall), ondansetron, ondansetron (zofran), zolpidem and zolpidem tartrate (ambien). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain") and dizziness ("dizziness"). In (B)(6) 2013, 3 months 7 days after insertion of essure, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("serious anxiety") and menopausal symptoms ("menopausal symptoms"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (bilateral salphingectomy, bilateral oophorectomy and hysterectomy(full) and adhesiolysis) and surgery (endometrial ablation was done on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, myalgia and arthralgia had resolved, the polymenorrhoea, autoimmune disorder, mental disorder, rash, skin disorder, migraine, nausea, tooth disorder, dysmenorrhoea, fatigue, depression, anxiety, dizziness and menopausal symptoms outcome was unknown and the headache and alopecia was resolving. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, depression, dizziness, dysmenorrhoea, fatigue, headache, menopausal symptoms, mental disorder, migraine, myalgia, nausea, pelvic pain, polymenorrhoea, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: insertion details: left: 2coils, right: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menopausal symptoms, frequent menstruation, fatigue, dizziness, muscle and joint pain. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: depression, serious anxiety, muscle and joint pain, dizziness and menopausal symptoms. Outcome of hair loss and headaches was changed from unknown to recovering/resolving. Concomitant drugs, concomitant conditions, treatment drugs and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain in pelvis"), polymenorrhoea ("hormonal changes:frequent menstruation") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "do not underwent essure confirmation test". The patient's past medical history included fatigue, migraine, headache, nausea, dizziness, depression, anxiety, muscle pain, joint pain, oligomenorrhea, biopsy endometrium and colposcopy. Previously administered products included for an unreported indication: diazapam. Concurrent conditions included diverticulitis, excessive menstruation, hypothyroidism since (B)(6) 2013, vaginal bleeding, menses irregular, postmenopausal bleeding, menstrual disorder, genital bleeding, pap smear abnormal, human papilloma virus infection, intramural leiomyoma of uterus, cervicitis and follicular cyst of ovary. Concomitant products included amfetamine sulfate (amphetamine salts), butalbital, cyanocobalamin, duloxetine hydrochloride (cymbalta), estradiol, fluticasone propionate (flonase), obetrol (adderall), ondansetron, ondansetron (zofran), zolpidem and zolpidem tartrate (ambien). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain") and dizziness ("dizziness"). In (B)(6) 2013, 3 months 7 days after insertion of essure, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("serious anxiety") and menopausal symptoms ("menopausal symptoms"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (bilateral salphingectomy, bilateral oophorectomy and hysterectomy(full) and adhesiolysis) and surgery (endometrial ablation was done on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, myalgia and arthralgia had resolved, the polymenorrhoea, autoimmune disorder, mental disorder, rash, skin disorder, migraine, nausea, tooth disorder, dysmenorrhoea, fatigue, depression, anxiety, dizziness and menopausal symptoms outcome was unknown and the headache and alopecia was resolving. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, depression, dizziness, dysmenorrhoea, fatigue, headache, menopausal symptoms, mental disorder, migraine, myalgia, nausea, pelvic pain, polymenorrhoea, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: insertion details: left: 2coils, right: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menopausal symptoms, frequent menstruation, fatigue, dizziness, muscle and joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
(B)(4).